Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis, fatigue and facial pain. Concurrent conditions included endometrial ablation. Concomitant products included cyanocobalamin, ergocalciferol (vitamin d2), folic acid, gabapentin (gabapentine) and vedolizumab (entyvio). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia heavy menstrual bleeding"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal), spotting"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"), ageusia ("other injury(ies) or complication please describe: smell and taste is off") and anosmia ("other injury(ies) or complication please describe: smell and taste is off") and was found to have weight increased ("weight gain, weight loss: weight gain"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("utl"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), crohn's disease ("gastrointestinal or digestive system condition type: crohns"), alopecia ("hair loss"), cystitis ("bladder infection"), cyst ("rashes or skin conditions type: cysts"), acne ("rashes or skin conditions type: acne") and furuncle ("rashes or skin conditions type: boils"). On (B)(6) 2013, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"), fibromyalgia ("fibromyalgia") and autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimotos"), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergic skin rash"), nausea ("nausea"), somnolence ("neurological conditions or problems type: excessive daytime sleepiness"), neck pain ("neck pain"), arthralgia ("right hip pain, wrist pain, joint pain"), musculoskeletal pain ("across shoulder pain"), abdominal pain upper ("stomach pain"), hair injury ("dry, brittle, damage hair"), trichorrhexis ("dry, brittle, damage hair"), vaginal odour ("vaginal odor"), hair texture abnormal ("dry, brittle, damage hair"), dry skin ("dry,cracked,broken skin on hands"), skin fissures ("dry,cracked,broken skin on hands"), skin disorder ("dry,cracked,broken skin on hands") and abdominal pain lower ("pain in lower stomach "). The patient was treated with surgery (hysterectomy, (partial),salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, arthralgia, vaginal odour, dry skin, skin fissures and skin disorder had resolved, the rheumatoid arthritis, dermatitis allergic, fibromyalgia, bladder disorder, urinary tract disorder, vaginal discharge, urinary tract infection, vaginal infection, tooth disorder, nausea, crohn's disease, fatigue, alopecia, weight increased, cystitis, autoimmune thyroiditis, cyst, acne, furuncle, somnolence, ageusia, anosmia, neck pain, musculoskeletal pain and hair texture abnormal outcome was unknown and the abdominal pain upper, hair injury, trichorrhexis and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, acne, ageusia, alopecia, anosmia, arthralgia, autoimmune thyroiditis, back pain, bladder disorder, crohn's disease, cyst, cystitis, dermatitis allergic, dry skin, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, furuncle, hair injury, hair texture abnormal, menorrhagia, musculoskeletal pain, nausea, neck pain, pelvic pain, rheumatoid arthritis, skin disorder, skin fissures, somnolence, tooth disorder, trichorrhexis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), other, pelvic pain, abdominal pain, back pain, menorrhagia, ra, fibromyalgia, bladder problems .urinary problems. Vaginal discharge, utl, vaginal infection, dental probs., neuro condition /problem, nausea ,gi conditions ,fatigue, hair loss, weight gain, weight loss diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. 1. Bilateral essure coils in expected location. 2. No contrast filling of the fallopian tubes and no free intraperitoneal spill. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis, fatigue and facial pain. Concurrent conditions included endometrial ablation. Concomitant products included cyanocobalamin, ergocalciferol (vitamin d2), folic acid, gabapentin (gabapentine) and vedolizumab (entyvio). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal), spotting"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"), ageusia ("other injury(ies) or complication please describe: smell and taste is off") and anosmia ("other injury(ies) or complication please describe: smell and taste is off") and was found to have weight increased ("weight gain, weight loss: weight gain"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("utl"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), crohn's disease ("gastrointestinal or digestive system condition type: crohns"), alopecia ("hair loss"), cystitis ("bladder infection"), cyst ("rashes or skin conditions type: cysts"), acne ("rashes or skin conditions type: acne") and furuncle ("rashes or skin conditions type: boils"). On (B)(6) 2013, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"), fibromyalgia ("fibromyalgia") and autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimotos"), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergic skin rash"), nausea ("nausea"), somnolence ("neurological conditions or problems type: excessive daytime sleepiness"), neck pain ("neck pain"), arthralgia ("right hip pain, wrist pain, joint pain"), musculoskeletal pain ("across shoulder pain"), abdominal pain upper ("stomach pain"), hair injury ("dry, brittle, damage hair"), trichorrhexis ("dry, brittle, damage hair"), vaginal odour ("vaginal odor"), hair texture abnormal ("dry, brittle, damage hair"), dry skin ("dry,"cracked",broken skin on hands"), skin fissures ("dry,"cracked",broken skin on hands"), skin disorder ("dry,"cracked",broken skin on hands") and abdominal pain lower ("pain in lower stomach "). The patient was treated with surgery (hysterectomy, (partial),salpingectomy(bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, arthralgia, vaginal odour, dry skin, skin fissures and skin disorder had resolved, the rheumatoid arthritis, dermatitis allergic, fibromyalgia, bladder disorder, urinary tract disorder, vaginal discharge, urinary tract infection, vaginal infection, tooth disorder, nausea, crohn's disease, fatigue, alopecia, weight increased, cystitis, autoimmune thyroiditis, cyst, acne, furuncle, somnolence, ageusia, anosmia, neck pain, musculoskeletal pain and hair texture abnormal outcome was unknown and the abdominal pain upper, hair injury, trichorrhexis and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, acne, ageusia, alopecia, anosmia, arthralgia, autoimmune thyroiditis, back pain, bladder disorder, crohn's disease, cyst, cystitis, dermatitis allergic, dry skin, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, furuncle, hair injury, hair texture abnormal, menorrhagia, musculoskeletal pain, nausea, neck pain, pelvic pain, rheumatoid arthritis, skin disorder, skin fissures, somnolence, tooth disorder, trichorrhexis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),other ,pelvic pain, abdominal pain, back pain, menorrhagia, ra, fibromyalgia, bladder problems .urinary problems. Vaginal discharge , utl, vaginal infection, dental probs., neuro condition /problem, nausea ,gi conditions ,fatigue, hair loss, weight gain, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. 1. Bilateral essure coils in expected location. 2. No contrast filling of the fallopian tubes and no free intraperitoneal spill.. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received events " abnormal bleeding (vaginal), spotting, autoimmune disorder type of disorder: hashimotos, rashes or skin conditions type: cysts, acne, boils, neurological conditions or problems type: excessive daytime sleepiness, other injury(ies) or complication please describe: smell and taste is off, neck pain, right hip pain, wrist pain, joint pain, dry, cracked, broken skin on hands, across shoulder pain, stomach pain, dry, brittle, damage hair, vaginal odor, lower stomach pain" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergic skin rash"), fibromyalgia ("fibromyalgia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), urinary tract infection ("utl"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems "), nervous system disorder ("neuro condition /problem"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), alopecia ("hair loss"), weight fluctuation ("weight gain, weight loss") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy, (partial),salpingectomy(bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the rheumatoid arthritis, dermatitis allergic, fibromyalgia, bladder disorder, urinary tract disorder, vaginal discharge, urinary tract infection, vaginal infection, tooth disorder, nervous system disorder, nausea, gastrointestinal disorder, fatigue, alopecia, weight fluctuation and cystitis outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, menorrhagia, nausea, nervous system disorder, pelvic pain, rheumatoid arthritis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),other ,pelvic pain, abdominal pain, back pain, menorrhagia, ra, fibromyalgia, bladder problems .urinary problems. Vaginal discharge , utl, vaginal infection, dental probs., neuro condition /problem, nausea ,gi conditions ,fatigue, hair loss, weight gain, weight loss diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: patient demography and lab was added. Previously added event ¿injury¿ was replaced with events ¿ pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), allergic skin rash, fibromyalgia, rheumatoid arthritis, bladder problems .urinary problems. Vaginal discharge, uti , vaginal infection, dental problems, neuro condition /problem, nausea ,gi conditions ,fatigue, hair loss, weight fluctuation". No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.